Event description:
The manufacturer received information black foam particles in tubing chamber. There was no report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information black foam particles in tubing chamber. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an unknown white contamination (dust-like), at the air inlet of the blower box. Unknown white, and black (inconsistent with degraded sound abatement foam), contamination in the iso port (international organization of standardization.). Dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown white specks of contamination on the bottom of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam), brown specks of contamination in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Device avail. For eval? , date returned, device eval. By mfg?, device serviced by 3rdp?, reporter email, remedial action init, recall (z) number. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.